Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system did not turn on and request for technical assistance was flashing on the screen. According to the additional information collected, the philips technician confirmed that the case was logged on the incorrect system and the issue reported did not occur on the current system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported on the incorrect system and no malfunction was identified on the current system. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device would not turn on and displayed a flashing blue light that stated, ¿request technical assistance." No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.